Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, the imaging catheter became caught in a placed stent. The 90% stenosed lesion was located in the severely tortuous mid left anterior descending artery (lad). A non-bsc stent was deployed successfully. The atlantis sr pro2 imaging catheter was being used to confirm stent apposition. The image disappeared during use. While trying to remove the imaging catheter, the guidewire exit port of the imaging catheter became stuck on the distal end of the stent. The atlantis sr pro2 imaging catheter shaft was cut and the catheter was removed. An unspecified balloon catheter was advanced via a 7fr guide catheter which released the imaging catheter from the stent successfully. There was no stent deformation under the angiography. No patient complications were reported and the patient's status is reported as good. In the opinion of the physician, the tortuosity of the vessel and apposed condition of the deployed stent could have contributed to the event.

Manufacturer narrative:
(B)(6). Device evaluated by MFR: the hub, telescope and imaging core assembly were missing and not returned. Only the sheath assembly was received which measures 136.7cm in length and appeared cut off. Examination of the returned device revealed kinks in the sheath assembly at 12.8cm, 14.4cm, 18.6cm 20.4cm, 27.3cm 27.7cm and 28.5cm from femoral marker at proximal side and 13.2cm at distal side; and also kink in imaging window 95.5cm from femoral marker at distal side. The guide wire exit port was lifted 0.5mm. A test 0.014" guide wire was inserted and no indication of resistance in tracking the guidewire into the catheter was noted. Full image characterization testing cannot be performed based on the returned condition of the catheter. No other issues or defects were observed during visual analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause is operational context as device performance was limited due to anatomical/procedural factors. The lost image issue could not be confirmed based on the returned condition of the catheter. (B)(4).